Event description:
Pt underwent a right direct anterior total hip arthroplasty. Upon checking the post-op films, the surgeon identified a liner dissociate. The device was seated properly while in the operating room. Upon discovery, the surgeon and pt agreed it would be best to return to surgery to replace the implant immediately.